Event description:
It was reported that during the implant the lead dislodged after being placed. The physician was concerned that it would happen again, so the lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. It was also noted that all conductors had blood/body fluid (not obstructed).